Manufacturer narrative:
Insulin pump alarmed during the rewind due to a motor encoder signal out of phase. Unable to perform the displacement or functional tests due to the alarm. A cracked case and scratched lcd window were also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. The patient was hospitalized after she had a stroke and the pump was close to a magnetic resonance imaging machine, prior to the alarm. It was not known whether the hospitalization was related to the patient's diabetes. Her blood glucose was 128 mg/dl. The customer was treated at the hospital with an insulin drip. During troubleshooting, it was stated the insulin pump was not dropped and the drive support cap appeared normal. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.